Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the result of user handling, however a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign material clogging the biopsy channel. There was no patient involvement.